Manufacturer narrative:
Testing and investigation found that the device alarmed with a s233 (overtemperature - psc) malfunction alarm code. Further testing found that the device fan was not rotating fast enough during the battery charging to cool the device. During a review of the device history multiple s233 malfunction alarm codes were noted. The probable cause of the s233 malfunction alarm codes was a broken device cooling fan. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No additional information was provided.